Event description:
Patient reported left side "recall", ¿swells¿ and ¿edema all over your body¿, ¿a sensation of milk stagnation¿, ¿breast has fallen¿,¿the prosthesis is like a wheel that turns¿, and ¿patient believes that they are half in the muscle¿, ¿vasogenic edema¿, rupture and fluid. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, migration.